Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.